Event description:
Patient alleges experiencing adverse reactions in 1992, including loss of coordination, loss of sex drive, hair loss, skin rashes, fatigue, sleep apena, numbness in hands and feet, memory loss, slurred speech, difficulty calculating, double vision, shortness of breath, severe weakness, muscle cramps, coughing, weak digestive system, immune disorder and loss of balance.